Event description:
It was reported that resistance was encountered during attempted delivery of an impella cp pump. Both groins were accessed while trying to implant the pump, but the catheter failed to cross via either access point. It was noted that the patient's tortuosity coinciding with calcification and stenosis contributed to the complication. As a result, the decision was made to abort the implant. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issues is determined to be patient condition because of the tortuous anatomy of the patient and was unable to pass through even when attempting from both sides and resistance was met at bifurcation even from both the sides.